Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed power consumption is abnormally high even for the high pacing amplitude and low right ventricular impedance. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations that the battery depletion was faster than expected, along with high power consumption that started shortly after implant.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed power consumption is abnormally high even for the high pacing amplitude and low right ventricular impedance. A new device was implanted. No additional adverse patient effects were reported.